Event description:
The "leak in circuit" alarm sounded from the pump on 7/1/98 and a new line was placed. The alarms sounded again and the pump was switched. On 7/2/98, the "leak" alarm sounded and the iab was removed. A second iab was inserted into the pt. (On 8/17/98, datascope rec'd the mandatory medwatch form from the user-facility; uf/dist report number: 98-1511). [Event complications]: none-from the event-reported 7/13/98. [Pt's current status]: unk-rpt'd 7/13/98.